Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (added health effect - clinical code 1912 and it's related health effect - impact code 4644) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: hypoglycemia was also treated with IV insulin drip (intravenous insulin infusion).

Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unable to confirm allegations of low bgs, ems, and hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com other device to mobile, no communication between pump and transmitter. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7821lna. Troubleshooting was performed. Transmitter is not active/connected with app. Transmitter led light did not blink when connected to the sensor. Advised to ensure transmitter is fully charged and then connect transmitter to tester to test led light. No further patient complications were reported. Mmt-7821lna was requested and customer response was the device will be returned.